Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (batch no. C26973) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included multigravida, parity 2 (dob: ((B)(6) 2006 and (B)(6) 2011)), cervical intraepithelial neoplasia, chlamydial infection, depression, augmentation mammoplasty, termination of pregnancy - elective, hives and cystitis. Concurrent conditions included dyspareunia, bloating, fatigue, joint pain, gastroesophageal reflux disease, swelling nos, back pain, cramp in lower abdomen and body mass index normal. Family history included coronary artery disease (father), stroke (father) and diabetes (father). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and migraine ("migraines"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and headache ("headaches"). The patient was treated with caffeine;codeine phosphate;paracetamol (tylenol no.1) and surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and genital haemorrhage had not resolved and the dysmenorrhoea, vaginal discharge, migraine, headache and alopecia outcome was unknown. The reporter considered alopecia, dysmenorrhoea, genital haemorrhage, headache, migraine, pelvic pain and vaginal discharge to be related to essure. The reporter commented: left coils: 4 right coils: 3 there is a discrepancy noted for essure start date in mr of date 10mar2016 : hpi: she had the essure placed in (B)(6) 2015 she denied removal of her essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Pregnancy test done (negative) batch no c26973 production date 2014-03-03 expiration date 2017-03-31 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 19-may-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (batch no. C26973) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included multigravida, parity 2 (dob: ((B)(6) 2006 and (B)(6) 2011)), cervical intraepithelial neoplasia, chlamydial infection, depression, augmentation mammoplasty, termination of pregnancy - elective, hives and cystitis. Concurrent conditions included dyspareunia, bloating, fatigue, joint pain, gastroesophageal reflux disease, swelling nos, back pain, cramp in lower abdomen and body mass index normal. Family history included coronary artery disease (father), stroke (father) and diabetes (father). On (B)(6) 2015, the patient had essure inserted. In august 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and migraine ("migraines"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and headache ("headaches"). The patient was treated with caffeine;codeine phosphate;paracetamol (tylenol no.1) and surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and genital haemorrhage had not resolved and the dysmenorrhoea, vaginal discharge, migraine, headache and alopecia outcome was unknown. The reporter considered alopecia, dysmenorrhoea, genital haemorrhage, headache, migraine, pelvic pain and vaginal discharge to be related to essure. The reporter commented: left coils: 4. Right coils: 3. There is a discrepancy noted for essure start date in mr of date (B)(6) 2016 : hpi: she had the essure placed in (B)(6) 2015. She denied removal of her essure device . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Pregnancy test done (negative) . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-may-2021: mr received. Case became serious incident as removal was done. Reporters information and essure removal date were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.